Manufacturer narrative:
Reported event: it was reported that the mics trigger got stuck when depressed and the surgeon had to pull trigger out to re-engage power. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under prodex lot k08uf and 24 were accepted into final stock on 01/25/2017. A review of qt17-01-0086 revealed that the issue is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k08uf shows 3 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
The mics trigger got stuck when depressed. Surgeon had to pull trigger out to re-engage power. Tka. Per the mps, the awareness date is (B)(6) 2018 and the mics continued to run while outside of haptics.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The mics trigger got stuck when depressed. Surgeon had to pull trigger out to re-engage power. Tka. Per the mps, the awareness date is (B)(6) 2018 and the mics continued to run while outside of haptics.